Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: implanted with a component having a shelf age of greater than 2 years. The most likely cause for the revision reported due to early prosthesis wear and osteolysis is a combination of the risk factors specified in the hhe. However, this cannot be confirmed from the reported information.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the german competent authorities, as part of the manufacturer's recall campaign, the male patient presented himself for a check on the implanted in 2019 hip prosthesis. The x-ray control showed a clear decentering of the prosthetic base and pronounced osteolysis in the acetabulum as a sign of premature inlay wear. Patient was revised to one inlay change on (B)(6) 2023, to a vitd-hardened (novation xle, extended coverage liner, ref (B)(6), sn (B)(6)). As part of the replacement operation, the inlay was exchange, also determination of solid cup integrity as well as curettage and sealing of the cysts socket bearing using allogeneic cancellous bone and changing the prosthetic head. The explants are currently in the laboratory doctor's office for microbiological examination using sonication. After the examination (14 days of long-term incubation), these are sent back to bfarm and then - a present one subject to the patient's consent - contact the manufacturer upon request for further material-related information investigation provided. Surgical reports/x-rays are also available upon request.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6 component code. The following sections were corrected: h6 clinical code and type of investigation.